Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced erosion and infection. The icm was explanted and the patient was treated with antibacterial drugs. No further patient complications have been reported as a result of this event.